Manufacturer narrative:
Eval summary: compatibility was verified with no issues noted. Primary operative notes report full extension, excellent stability, and good tracking. Review of the primary operative notes does not indicate root cause. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing pinching pain from knee to hip.